Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving excessive check therapy pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt the electrode belt failed the pulse test. The cause for the pulse test failure and the check therapy pad messages was a broken pulse wire in the ECG-a to ECG-b cable. The root cause for the broken pulse wire cannot be positively determined but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.